Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module had an under infusion. Cytarabine 3,030 mg in 530.3ml was programmed to run as prescribed rate of 176.8ml/hr via secondary infusion. Medication infused per treatment plan order. Pump setting, rate, and drug dripping in to chamber all double checked between 2 chemotherapy certified rns. Primary bag hanging on lower hook, lines traced back to patient, clear- no kinks or obstruction. Line monitored frequently during infusion. Pump alarmed" infusion complete¿, but there was a large volume remaining in bag. Pump settings, IV pole, and primary bag (hanging from hook) all verified and in accordance with protocol. A total 155ml additional volume was required until infusion was complete. Pump removed from treatment area and tagged for maintenance. There was patient involvement but no harm.